Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release, no additional reports for lenses manufactured in this lot were received. Halos and/or glare are a known and labeled possible side effect of multifocal lens implant. Item not received for analysis.

Event description:
It was reported to the manufacturer that a multifocal lens was removed and replaced without complication due to the patient's complaint of halos.